Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received in 3 segments inside sample container. The reporter stated that the company-provided 13.0 diopter iol was replaced with a company-provided 13.5 diopter iol. The root cause for the reported complaint could not be determined. The exchange from a company-provided 13.0 diopter iol to a company-provided 13.5 diopter iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced blurry vision. Subsequently the lens was removed and replaced with an anterior chamber intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was displacement of ocular lens. According to the additional information received, the surgeon attributed the event to the displacement of iol. The lens exchange was performed using a company lens of same model but half diopter more power in the patient¿s left eye. There was no further impact to the patient.